Event description:
It was reported that a user was unable to attach and lock the connector to the cartridge until customer support identified that the connector was being turned in the opposite direction and provided education on proper locking technique, after which the cartridge locked correctly. Customer care agent provided assistance that included user troubleshooting with education. Investigation of this case revealed user technique error related to connector orientation with device performance confirmed after correction. No symptoms or adverse clinical effects reported. Outcomes included no interruption to therapy after successful troubleshooting and no alerts or alarms. It was concluded that the device functioned as designed and that user education resolved the issue.